Manufacturer narrative:
Patient was initially operated on in 2015. The patient had two hook/claw slippages on (B)(6) 2018. Patient was complaining of pain near the hook slippage on (B)(6) 2018. The hardware has been removed and replaced on (B)(6) 2018. Hardware has not been returned to manufacturer. (B)(4). Exemption e2017030.

Event description:
Patient was initially operated on in 2015. The patient had two hook/claw slippages on (B)(6) 2018. Patient was complaining of pain near the hook slippage on (B)(6) 2018. The hardware has been removed and replaced on (B)(6) 2018.